Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2017 with the following findings: during investigation, a review of the pump¿s black box showed multiple unexplained pump reboots. The battery compartment and returned battery cap were undamaged. The returned battery cap fit securely to the pump. The pump powered on with vibratory and audible alarms functioning properly, indicating there was power to the pump. The display screen was blank. Further testing was not able to be performed due to the unrelated blank screen issue. The pump¿s cover was removed and moisture corrosion was found to the display flex/connector. The complaint of no power was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.